Manufacturer narrative:
(B)(4). Date sent: 10/29/2019. H10: corrected data: patient codes of nausea, pain and vomiting were removed as these were pre-implant. Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot number is unknown, therefore no DHR review could be performed.

Manufacturer narrative:
(B)(4). The lot was not provided, therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: how was anti-fungal infection treated? Patient was prescribed diflucan (B)(6) 2018 after dilatation procedure. Were the symptoms resolved with the anti-fungal medication? Patient had mild improvement and was able to eat some solids at their office visit (B)(6) 2018. Was the patient immunocompromised? Not according to dr (B)(6). Did the patient have an autoimmune disease? Not in records. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? During (B)(6) 2018 appointment (prior to linx implant) patient presented symptoms of heartburn, vomiting, epigastric pain, and nausea. No dysphasia noted. How severe was the dysphagia/odynophagia before intervention? N/a. Did the dysphagia improve after the device was implanted initially? N/a. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Patient had 4cm hiatal hernia according to diagnostic reports. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Patient was not eating solid foods and they did admit that they get skin irritation wearing cheap jewelry. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that during the implantation of the lxmc14, she had a normal manometry. She was a good candidate for reflux surgery. The patient had the implant done on (B)(6) 2018. The hernia was repaired, they put mesh in. The patient has had issues eating regular foods. They have been dilated twice. Once on (B)(6) 2018, they were dilated and prescribed steroids. They had a fungal infection, they were prescribed anti-fungal infection, "candidiasis". The other on (B)(6) 2018, a balloon that was inserted endoscopically. The patient is only eating once a day and that food is pureed. Their symptoms are severe dysphagia. The patient was given a partial nissen called a toupe. The explant occurred on (B)(6) 2019.